Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did blood glucose tests, back-to-back, with results of 168, 128, 196, and 270 mg/dl. He reported that he did not have any symptoms. The rptr stated that a control solution test result of 134 mg/dl was in range.